Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported a conclusive cause for the reported torn clip introducer cannot be determined. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
The clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip introducer tear. It was reported that the mitraclip procedure was to treat degenerative mitral regurgitation with an mr grade of 4. Two clips were implanted without issue, reducing mr to 1-2. During removal of the mitraclip delivery system (cds) from the hemostatic valve of the steerable guide catheter (sgc), the clip introducer was noted to be torn. It was suspected the tear occurred when aligning the cds with the blue alignment marker on the hemostatic valve of the sgc. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.